Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported at the end of the procedure upon suturing the skin using suture broke off and needle lodged into subcutaneous tissue after the final count. Suture located and removed intraoperatively. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/31/2026. H6 component code: g07002 -no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: what measures were taken to retrieve the broken piece(s)? X ray was ordered to locate the needle and removed after. Was there any additional tissue damage as a result of searching for the needle piece(s)? None reported. What is the current status of the patient? No patient harm reported. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one empty labeled winding former that pertain to product code y493g was received for analysis. During the inspection of the packaging, it was noted that the suture or needle was not returned for evaluation. Although, no conclusion could be reached on the cause of the reported event. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.